Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was performed. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of an unspecified telemetry issue was not confirmed. As received, the pacemaker was in normal working conditions. Electrical, mechanical, and longevity analysis were normal with no anomalies found.

Event description:
New information noted that the device was explanted due to an unspecified telemetry issue.